Event description:
It was reported to medtronic neurosurgery that the patient was admitted for dilated ventricles. They physician stated that there is a blockage or under drainage in the valve event at the lowest pressure level setting. Due to this the valve was explanted from the patient.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device perform was not possible. A review of the manufacture records showed no anomalies. All valves are 100% tested at the time of manufacture.